Manufacturer narrative:
Unable to verify pump error 4 and pump error 63 in (B)(6) 2024 in the pump history file due to no data available. The pump passed the displacement test and self test. Pump error 4 and pump error 63 were not confirmed during testing. The following were noted during visual inspection: minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump unable to perform the history review 1 week prior to the event date 11-jun-2024 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and on the motor. No damage noted on the force sensor. The pump passed the required tests. No pump error 4 and pump error 63 were not confirmed during testing. However, unable to verify pump error 4 and pump error 63 in (B)(6) 2024 in the pump history file due to no data available. Pump error 4 unknown. Pump error 63 unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures), and pump error 4 (the motor arm cannot communicate with the main arm). The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported receiving a pump error. The customer was able to clear the error. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1885 was requested and the customer response was the device will be returned.